Event description:
Meter name: one touch basic original. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: lightheaded, dizzy, unable to speak. A patient reported they were unable to use meter and obtain a blood glucose result. Their meter allegedly had no power. The result on their meter was: no result. Customer did not report a comparison or an alternate test. Treatment was customer drank orange juice and ate a sandwich (not by dr's instruction). No further information has been reported.